Manufacturer narrative:
H3: analysis of the wr9200 wireless recharger (serial number (B)(6) revealed the device is unresponsive, leds scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger exhibited a continuous blinking of the green light at the charge level indicator. Additionally, the recharger was unable to power up and was unresponsive. An attempt was made to restart the system, but the issue persisted. No patient complications have been reported as a result of this event.